Event description:
It was reported that this patient received device therapy from their implanted cardiac resynchronization therapy defibrillator (crt-d) device in two stored ventricular episodes on the same day. In the first episode, eight rounds of anti-tachycardia pacing (atp) therapy was provided, which temporarily slowed the rhythm. However, then the rate increased again, and a subsequent 41 joule device shock was delivered which converted the rhythm. In the second episode approximately ten minutes later, two rounds of atp therapy was provided with the second round causing the rhythm to accelerate from the ventricular tachycardia (vt) zone to the ventricular fibrillation (vf) zone and a subsequent 41 joule device shock was delivered, which again converted the rhythm. Boston scientific technical services (ts) noted that there were additional episodes from that day as well in which only atp therapy was provided. However, those episodes were not requested to be reviewed. Ts discussed the reviewed episodes with the boston scientific representative. The device remains in-service. No additional adverse patient effects were reported.